Event description:
The account alleged the brake casters would not hold when in brake mode. No patient impact.

Manufacturer narrative:
The technician replaced the brake caster and brake steer caster to resolve the issue.